Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4)

Event description:
An optometrist reported a bilateral case of staph marginal keratitis with white blood cells, present at two days post prk treatment. Reporter indicated topical steroid eye drops were increased and oral steroid prescribed. Patient noted irritation. Upon additional follow up, reporter indicated the patient issue was resolved. Reporter additionally indicated on last post op check the patient was noted as having trace superficial punctate keratitis (spk), with faint corneal opacities remaining from the staph marginal keratitis. Reporter also noted he did not think the event was related to the excimer laser. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).